Event description:
A right jugular introducer was removed by physician. An occlusive dressing applied for 5 minutes. Approx 2 to 5 minutes later, pt became diaphoretic, heart rate increased, and color became dusky. Pt had light headedness and nervousness.